Manufacturer narrative:
Ge healthcare has recommended to the hospital to replace the keyboard. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the keyboard was not functional. There was no reported patient injury.